Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise and high out of range pacing impedance of greater than 3000 ohms. The episodes of noise was suspected to be due to electromagnetic interference (emi). A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and confirmed that there were a sudden out-of-range impedance measurements and over-sensed noisy signal on both right atrial (ra) and right ventricular (rv) channels. The noise was related to minute ventilation (mv) feature of the device. Ts recommended to perform further troubleshooting. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the signal artifact monitor (sam) algorithm changed the mv vector due to high out of range pacing impedance and mv artifact on the ra channel. The mv vector was disabled a month later due to mv artifacts on both rv and ra channels. Both rv and ra leads are non-boston scientific products. Ts reviewed the reports and stated that there were jumpy high out of range pacing impedances on both ra and rv channels. Ts suggested troubleshooting actions as well as reprogramming options. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the incident description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the incident description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited noise and high out of range pacing impedance of greater than 3000 ohms. The episodes of noise was suspected to be due to electromagnetic interference (emi). A copy of device memory was preserved and submitted for analysis. Boston scientific technical services (ts) reviewed the data and confirmed that there were a sudden out-of-range impedance measurements and over-sensed noisy signal on both right atrial (ra) and right ventricular (rv) channels. The noise was related to minute ventilation (mv) feature of the device. Ts recommended to perform further troubleshooting. The device remains in service. No adverse patient effects were reported.